Manufacturer narrative:
G4: 26feb2020 b4: (B)(6)2020 the manufacturer's international service technician replaced the touch screen, flow sensor, and cpu (central processing unit) board. All the reported issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14apr2020. B4: 04may2020. A cpu (central processing unit) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that there was no fault found with the returned cpu. The customer complaint could not be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 04dec2019. Date of report: 05dec2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 21 nov 2019. The device was in use when the event occurred but there was no patient harm. The manufacturer's international service technician evaluated the device and confirmed the reported issue. They also found the measured oxygen concentration was inaccurate and that the ventilator restarted due to anomalies detected during operation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.